Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: g.2. Medical device type: jka. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k213670, k231373. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and a plastic protrusion inside the tube was observed. In addition, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The customer performed further investigation and discovered their instrument probe was causing the plastic protrusions found in the tubes. This complaint is unconfirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes there was plastic protruding inside of 30 tubes. There was no report of impact to the patient or user.